Event description:
It was reported that the battery life estimate on this implantable cardioverter defibrillator (ICD) showed a decrease of 4 years in a time period of 1 year. Engineering analysis of device data determined that the battery was depleting normally and the drop in battery life estimate was caused by many therapy events along with a capacitor reform. Technical services (ts) analyzed device episode data regarding the therapy events and found that 22 shocks and 22 rounds of anti-tachycardia pacing (atp) were possibly inappropriate due to atrial fibrillation (af) with rapid ventricular response (rvr). This occurred across several episodes on a single day. Therapy was exhausted during 2 episodes. It was noted that the physician is aware of these events. No additional adverse patient effects were reported. Currently, this ICD remains in service.